Event description:
It was reported, "explanted because patient was infected (incision wound). Did not replace with anything."

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report. Additional associated devices: 18180001s compression screw cannulated k932496, 18915040s locking screw, partially threaded 5x40 mm k192924, 18965025s locking screw, fully threaded 5x25 mm k176568, 18260003s end cap, (B) (4), 18965025s locking screw, fully threaded 5x25 mm k269361.